Event description:
Technical services received a call on 05/13/2011. Caller stated that there was noise on this rv lead. Caller says isolated incidence. Patient reported that he was working on a tractor. Unknown if noise inhibited pacing. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).